Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of 282 mg/dl and 108 mg/dl within 1 minute on the mobile system. No actions taken based on device results. No adverse event reported. The alleged product was discarded and will not be returned for evaluation, and the lot number was not available.